Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated with 2 resolute onyx des and the 2nd diagonal was also treated with a resolute onyx des. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient has a medical history of cardiac admissions 30 days prior to index procedure. The index procedure was prompted by unstable angina. The mi also occurred in the 2nd diagonal branch and lad. If information is provided in the future, a supplemental report will be issued.